Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they had been reprogrammed several times. Each time they had good coverage of their painful areas, but when they went home the stimulation would stop and it wouldn't relieve their pain. The consumer would then increase the intensity, but it didn't help. It was unknown what could have caused or contributed to this. Impedance testing was performed with normal results and the consumer would then be able to attain good stimulation in their painful areas but the issue kept reoccurring. As a result of the issue the system was explanted on (B)(6) 2016 which resolved the issue. It was noted after explant the cause of the issue was not determined and no interrogation reports were available because the battery was over-discharged so it was unable to be read. After explant the device was disposed of by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.